Event description:
Boston scientific received information that this patient underwent external counter pulsation (ecp) treatments for sever leg swelling. During the latest treatment, when health care professionals (hcp) tried to place the leads on the patient, they were unable to find a pulse to get the machine to work correctly. The hcp was aware that they needed to keep a distance of twelve inches away from the pulse generator, however it is unknown where the leads were placed and no pulse was found. To date, the device remains implanted and no additional information has been received.

Event description:
New information became available that this patient had a recent transtelephonic check and her device was found to be functioning normally and no complaints of any adverse effects as a result of the ecp treatments.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted and replaced for reported normal battery depletion four years later.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--